Event description:
Procedure: lap gastric bypass. Reportedly, the stapler fired staples but the staples either did not form at all or were just slightly bent. Another device was applied to cut out the staple line. There was some bleeding but no fluid leakage. There was not any tissue damage. This added an add'l 20-30 mins to the procedure to repair this.